Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with infusion set on (B)(6) 2026. The infusion set cannula was bent. The patient noticed symptoms within three hours of insertion. The site of insertion was abdomen. The infusion set was in use for 8 hours. The blood glucose (bg) was 510 mg/dl and treated it with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.